Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Analysis is pending.

Event description:
Reportedly, during the implantation procedure of the ICD involved in this MDR report (replacement of an old ICD): difficulties were met to connect the ventricular lead to the ICD ventricular port even after different attempts. The ICD was not implanted and returned for analysis.